Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 mg/dl. Reportedly, the cause of the impacted bg levels was due to the insulin obtained from their health care provider (hcp). The customer stated that after filling a cartridge with the insulin obtained from his hcp, his bg levels went high and stayed high. After obtaining a new insulin vial and using on his pump, his bg levels responded to the insulin "like normal". The customer adjusted the temporary basal rate on the pump to increase his basal and delivered boluses with insulin from the new insulin vial to stabilize elevated bg levels.